Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnostic interventional radiology procedure, which was delayed and completed by deleting the images and rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to perform fluoroscopy. Fse reviewed error logs and found image space restriction was preventing x-ray. Images were deleted by the customer, and the system rebooted, but the reboot caused some random problems with the system interface board (sib), and another reboot resolved the issue. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.